Event description:
Related manufacturer reference number: (B)(4). It was reported a patient presented for a right ventricular (rv) lead extraction on (B)(6) 2023. During the procedure, adhesions were noted between the rv and atrial lead. The atrial lead also had an insulation breach. Both leads were explanted within the same operation. Post-procedure the patient was stable.